Event description:
During surgery a piece of dual hook scissor broke off and was located in the pt's abdomen. The defect was not found until instruments were being cleaned. Subsequently, after considerable consideration, the pt elected to have the fragment surgically removed.